Manufacturer narrative:
Implant 2016: (B)(6) hospital, implant facility. Explant 2021: (B)(6) public hospital, (B)(6), explant facility.

Event description:
It was reported that a battery performance alert (bpa) advisory was seen and premature battery depletion was suspected on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.